Event description:
It was reported the patient initially had ¿great coverage¿ in the operating room and ¿good stimulation¿ in recovery after a lead replacement procedure. It was further reported that when the patient was seen post-operatively they reported they had not been able to get good stimulation since the procedure and reported less than 50% therapy relief. Upon x-ray examination, it was revealed the patient¿s ¿lead had migrated.¿ it was stated the ¿lead migrated from the epidural space¿ and that ¿only four contacts were still in space.¿ it was noted the lead migration was related to an anchor insertion retention issue. At the time of report it was reported the patient would be retrialed in one month as the patient had ¿been unable to recreate the stimulation he got on trial.¿ additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260 serial# (B)(4) implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2013, explanted: (B)(6)2013, product type: lead. Product ID: 977a260, lot# serial# (B)(4) implanted: 2013 explanted (B)(6) 2013, product type: lead.